Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On october 23, 2009, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultralink meter would not power on and had a battery contact issue. The pt reported battery corrosion. The pt indicated that the alleged issues started on (B) (6) 2009, at around 4:00-5:00 pm. During that time, the pt reportedly did not take a bolus dose of insulin. Two to four hours after the alleged issue began, the pt claimed that the developed symptoms of a headache. The alleged issues were not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved power and battery issues. There is no evidence, however, that the pt suffered a serious injury because of the alleged issues. The pt's reported symptom of a headache does not meet lifescan's criteria for a serious injury. The pt also did not report receiving treatment as a result of the alleged issue.